Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that a bilateral cuff miss occurred as evidenced by both cuffs remaining in the foot pockets. The reported absent of the wire which was interpreted as suture retrieval issue while retracting the plunger to retrieve the suture is confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the preclose technique prior to a percutaneous coronary interventional (pci) procedure. The arteriotomy was 6fr sheath. Reportedly, following deployment "absent of the wire" occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.